Event description:
No additional information provided.

Manufacturer narrative:
1. No defective sample and photograph have been received, and based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 2. DHR/bhr review lot#2137709. 1-the products of this batch were assembled at intima ii auto line 4 in june 2022, and packaged at cfs package line in june 2022. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for relevant functional testing: 800mm simulated clinical leakage test and 45psi leakage test. The tests are passed; no leakage is found at the sample. Please refer to attachment for the test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y18gax1.16in prn/ec slm leakage on (B)(6) 2024 patients with hand trauma admitted to the hospital, patients need to do preoperative preparations for venipuncture, the nurse took out a closed-ended intravenous needle to the patient for puncture, puncture successfully found that the blood from the back end of the needle out, to be immediately removed from the needle, replace the site, replacing the closed-ended intravenous needle to puncture the retention. After replacement, it was used normally.